Event description:
It was reported that a tibial articular surface provisional fractured while being disassembled after use in a procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use and a fracture on the lateral side of the post. Heavy gouge marks were noted on the distal posterior surface of the condyles, which is indicative of heavy use. DHR was reviewed and no discrepancies were found. Review of complaint history identified a trend which was investigated. After investigation it was determined the event was likely due to bending/torsional loading on the device. The products have been modified to prevent fracture. Therefore, no further actions are necessary. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.